Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary:one powerport isp MRI port with 8 fr s/l groshong catheter was returned for evaluation. A complete circumferential break was noted between the 7 and 8 cm depth marker, a partial circumferential crease was noted between the 10 and 11 cm markers. The circumferential break was oblong in shape and small fractures could be seen at the inner corners of the flattened catheter. Therefore, based upon the flattened shape and internal fractures this complaint is confirmed for pinch off. The likely root cause for the identified pinch-off is a placement issue. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the auxiliary vein. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter allegedly broke. X-ray and CT examination were completed. The distal fragment of the catheter was removed. The port system was removed the following day. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly broke. X-ray and CT examination were completed. The distal fragment of the catheter was removed. The port system was removed the following day. There was no reported patient injury.